Manufacturer narrative:
This is the same event 3010536692-2016-00585 & 3010536692-2016-00587. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to a bit of clear fluid in the hip. There was no sign of infection. (Left)